Manufacturer narrative:
Concomitant products: 5076-52 lead implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead due to low pacing impedance falling just below the alert threshold. It was noted that the measurement was within range of historic measurements per the lead trend. The rv lead remains in use. No patient complications have been reported as a result of this event.